Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. Initial reporter - the article was written by bethany larsen, marc c. Jacofsky, and david j. Jacofsky. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Information was received based on a review of the journal article, "quantitative, comparative assessment of gait between single-radius and multi-radius total knee arthroplasty designs" which aimed to use quantitative motion analysis techniques to evaluate the impact of a single radius versus multi-radius knee design on the kinematics and kinetics of the knee during level ground walking 1-year after surgery. This study consisted of 3 cohorts, including 16 individuals with single radius knee implants, 16 individuals with multi-radius knee implants, and 16 individuals without implants as the control group. The article reported that patients were found to have reduced knee flexion, reduced knee moments, and reduced knee power compared to controls. In conclusion, the clinical significance of a multi-radiate design not normalizing to controls, as compared to single radius knees, remains unknown and requires additional study.